Manufacturer narrative:
Additional narrative: reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. No patient involvement. The product has been quarantined and is being returned. A replacement device has been ordered. This report is for one (1) torque wrench. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km846374 was released in a single batch. Batch 1: lot qty of (B)(4). Units were released on (B)(6) 2017 with no discrepancies. Batch 2: lot qty of (B)(4). Units were released on (B)(6) 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the torque wrench (p/n: 277040510, lot number: km846374) was received at us customer quality (cq). Visual inspection of the complaint device showed normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: a torque test was performed on the complaint. The torque for the complaint device tested less than the specified range. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: a dimensional inspection was not performed on the complaint device since no such damage was warranted to do so. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Monarch torque wrench. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the torque for the device tested lower than the specified range. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.